Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that the patient presented to the ER with a headache with a thrombosed renal artery and was in hypertension crisis. The physician stated that everything looked fine at the time of the procedure. The physician is unsure of what would have caused the renal thrombosis. The patient was managed with omt (optimal medical therapy) and was discharged in good health. No additional clinical sequelae were reported and the patient is fine.